Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had sensor glucose versus blood glucose differences and lost sensor alarms. Customer stated that keeps saying threshold suspend on the pump. Customer's blood glucose at time of incident was 109 mg/dl and saying 40 on the pump. The customer was advised that we will ship replacement sensor and will return damaged sensor. The customer was advised to troubleshoot for sensor glucose versus blood glucose or lost sensor alarm. The customer husband stated that they will change it out and return the sensor piece to us.

Manufacturer narrative:
Evaluate one opened/used enlite sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returning it opened/used.